Manufacturer narrative:
(B)(4).if additional relevant information is received, a supplemental report will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis and subsequently died due to a perforated bowel. The pt experienced peritonitis and was hospitalized on the same day. Treatment was not reported. The cause of peritonitis was not reported. On an unreported date, dianeal and extraneal therapies were discontinued. Twenty days after experiencing the peritonitis, the pt passed away. The cause of death was bowel perforation. Additional information was requested but is not available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd894162 and gd894295 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up report will be submitted. Same patient as (B)(4).